Event description:
On (B)(6) 2008, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2012, a computed tomography scan showed aneurysm enlargement of an unk amount with no evidence of endoleak. No further adverse events were reported. Add'l info has been requested.